Manufacturer narrative:
This report is being updated to provide the attachment for the initial MDR.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was not possible to determine the factors responsible for this event based on the following facts obtained in this complaint investigation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
User facility mw report 14206350 reports: the new endobronchial ultrasound scope (bf-uc190f) tip is smaller than the previous bf-uc180 tip, so the balloon does not fit properly. The balloon stretched taunt on the 180 scope but is loose and wrinkled on the 190 scope. The balloon only comes in one size and is easily rubbed off the tip of the new scope. During a procedure, the balloon tends to slip off the tip within the patients airway which could lead to serious harm and blockage. The concern is loss of the balloon in the airway. Sites that are using or are considering using this new scope should be aware of this potential safety issue to avoid patient harm. Manufacturer response for bronchoscope bf-uc190f, bf-uc190f (per site reporter). The tip of the bf-uc190f is smaller than the previous bf-uc180f model and they use the same balloon. Manufacturer met with us and informed us that the tip is smaller and they would look into it. This issue applies to all bf-uc190f scopes and manufacturer mentioned that there are no plans to produce a balloon that has a tighter fit for the newer model ebus scope. Manufacturer also did not share reporting data from the field to determine the extent of complaints from other facilities. No contact information was provided. Unable to follow-up and request additional details.